Event description:
During an unknown procedure, device emitted a sound and did not work well. Device did not coagulate well and jaw does not open and close easy. Blood loss did occur and case completed with bipolar and sutures to coagulate the tissue. No pt consequence.